Manufacturer narrative:
Medtronic received information that an error had been made in the translation of this event from japanese. The phrase "peripheral coronary artery" has been corrected to "peripheral pulmonary artery."

Event description:
Medtronic received information that 12 days after the implant of this pulmonary valved conduit, a computed tomography confirmed thrombogenicity on the valve and peripheral coronary artery. The patient was treated with medication and a cardiac catheterization for thrombus suction. The patient was noted to be in remission two weeks after the medication and intervention. The device remains implanted, with no further adverse patient effects reported.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history review was performed on the device; there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Thrombus is a known complications reported with valved conduits and biological tissue valves. The device remains implanted.

Event description:
Medtronic received information that 12 days after the implant of this pulmonary valved conduit, a computed tomography confirmed thro mbogenicity on the valve and peripheral pulmonary artery. The patient was treated with medication and cardiac catheterization for thrombus suction. The patient was noted to be in remission two weeks after the medication and intervention. The device remains implanted, with no further adverse patient effects reported.